Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rhino-laryngofiberscope exhibited that the scope has no outer lenses protector, could have been lost or broken. The issue occurred during preparation for use and before the patient was in the room. There were no reports of patient involvement.